Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient called because they've been having a lot of diarrhea recently, mostly in the morning. They were implanted to help with diarrhea and the patient said the ins helped at first. They've been on a chemo pill for over a year now and they want to know if that might be affecting it. Prior to the call, the patient increased stimulation to 2.6 v, but it sometimes give them pain in the clitoris area when it was that high; it was reviewed that stimulation might be too high. As a result of what was reported, the patient was directed to their healthcare provider (hcp) to determine if the pill is correlated to the issue and if they should change programs. No further patient complications have been reported as a result of this event.